Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received seven appropriate treatments, one which converted the arrhythmia to a slower rhythm, three which failed to convert the arrhythmia to a slower rhythm, and three which resulted in post shock asystole. The device was started up at 16:55:25 on (B)(6) 2022. At 18:07:07 on (B)(6) 2022, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm degrading to vt @ 240 bpm with motion artifact/tactile artifact/electrode lead fall off. At 18:07:44, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 290 bpm with tactile artifact/electrode lead fall off. The post shock rhythm was vt @ 240 bpm with tactile artifact/electrode lead fall off. At 18:08:18, the patient received the second appropriate treatment. The rhythm at the time of treatment was vt @ 240 bpm with tactile artifact/electrode lead fall off. The post shock rhythm was one second pause degrading to vt @ 260 bpm with tactile artifact/electrode lead fall off. At 18:08:50, the patient received the third appropriate treatment. The rhythm at the time of treatment was vf with tactile artifact/electrode lead fall off. The post shock rhythm was one second pause degrading to vf with tactile artifact/electrode lead fall off. At 18:12:31, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was asystole with intermittently cardiac activity transitioning to vt @ 190 bpm with electrode lead fall off. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 18:13:12, an arrhythmia was detected. ECG shows vf with electrode lead fall off. At 18:14:45, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vf with tactile artifact/electrode lead fall off. The post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 18:25:49, an arrhythmia was detected. ECG shows vf. At 18:26:19, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 18:37:25, an arrhythmia was detected. ECG shows vf with CPR/tactile artifact/electrode lead fall off. At 18:38:26, the patient received the seventh appropriate treatment. The rhythm at the time of treatment was vf with CPR/tactile artifact/electrode lead fall off. The post shock rhythm was bradycardia @ 55 bpm with CPR//tactile artifact/electrode lead fall off. The device was shut down at 19:07:21 on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.